Event description:
It was reported that during initial implant procedure, the right ventricle (rv) lead could not achieve stable fixation and intermittent loss of capture on the lead was noted. After multiple repositioning attempts, the rv lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.

Manufacturer narrative:
The reported event of intermittent capture was confirmed. Visual and x-ray examination found the outer coil was compressed at the middle region of the lead consistent with procedural damage. Electrical testing found an internal short between the inner coil and outer coil conductor paths. After cutting the lead and removing the outer insulation and the outer coil to examine the condition of the inner insulation, the inner insulation was found to be breached/damaged exposing the inner coil at the compressed outer coil region of the lead consistent with procedural damage. The cause of the reported event of intermittent capture was isolated to the breached inner insulation exposing the inner coil.